Event description:
It was reported that a pt underwent a cardiac pacemaker procedure on an unk date and suture was used. During the procedure, the needle broke. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Result: rep samples of the product were returned for evaluation. The needles were inspected and tested for strength and ductility. There were no signs of mfg or material defects found. Conclusion: the devices were received in a condition that meets specification. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00624 and 2210968-2010-00625. The same pt is represented in each medwatch.